Event description:
Account reported that during a spinal fusion, particles from the gauze sponges were left in the incision site. The area was irrigated and the particles were removed. There has been no known injury to the pt.